Event description:
Additional information was received that the patient was in atrial fibrillation (af) and underwent a cardioversion. No intervention was undertaken for the lead. Available information indicates that the lead remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
A portion of the product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that an invasive procedure was performed three months later. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited an out of range pacing impedance measurement greater than 2,000 ohms, resulting in activation of the lead safety switch (lss) feature. Additionally, the lead exhibited no sensing and loss of capture (loc). A lead fracture was suspected. The device was programmed to ventricular only therapy and a lead revision was scheduled for a date in the future. No adverse patient effects were reported.

Manufacturer narrative:
The proximal only segment was returned. Upon receipt at our post-market quality assurance laboratory, an evaluation of the returned portion of the lead was performed. Visual observation noted cuts in the insulation at 95 and 130 millimeters (mm) from the terminal pin, the cathode coils were fractured at 150 millimeters (mm) from the terminal pin and dried blood/body fluid was noted in the lumen. Laboratory analysis confirmed the reported clinical observations.